Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for non-sustained lead noise episode due to post-paced t-wave oversensing. Sensing latency on the far-field channel resulted in the incorrect diagnosis of non-sustained lead noise. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.